Manufacturer narrative:
Updated data: h6. The suspect valve was discarded and therefore, will not be analyzed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years following the implant of this evolut pro valve within a pre-existing surgical aortic valve, the patient was hospitalized due to severe central aortic regurgitation. A planned replacement of the valve using a transcatheter valve-in-valve procedure was scheduled. Additional information was received that the patient was transferred to another hospital for surgical intervention. The valve was explanted and replaced with a surgical aortic valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years following the implant of this evolut pro valve within a pre-existing surgical aortic valve, the patient was hospitalized due to severe central aortic regurgitation. A planned replacement of the valve using a transcatheter valve-in-valve procedure was scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years following the implant of this evolut pro valve within a pre-existing surgical aortic valve, the patient was hospitalized due to severe central aortic regurgitation. A planned replacement of the valve using a transcatheter valve-in-valve procedure was scheduled. Additional information was received that the patient was transferred to another hospital for surgical intervention. The valve was explanted and replaced with a surgical aortic valve.